Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot#: l49544, implanted: (B)(6) 1999, product type: lead. Product ID: 3587a, serial/lot #: (B)(4), ubd: 26-jan-2002, UDI#: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the ins was removed but not the lead because the device provided ¿no help in pain.¿ no further complications were reported.